Event description:
Ous MDR - during pre-dilatation of a severely calcified lesion in the medial iliaca externa (stenosis degree: 80%, lesion length 30mm, vessel diameter: 7-8 mm) the passeo-35 7/40 balloon ruptured and the tip detached from the catheter during withdrawal. The tip of the balloon catheter was removed with a 10mm snare. The patient remained hospitalized and no device parts remained in the patient. The device was discarded at the hospital.

Manufacturer narrative:
The device was not returned to biotronik. Therefore, no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The provided angiographic material shows the inflation of the passeo-35 7/40 balloon in the calcified iliaca externa. The fractured tip and removal with a snare is visible. Further, a second passeo 7/40 balloon was inflated and a long 6f introducer inserted. Two dynamic stents were placed and inflated in kissing balloon technic. A further dynamic 8/38/80 stent, the complaint device was placed in the iliaca externa, approximately at the same location the passeo-35 was inflated and ruptured before. The stent balloon was inflated. The balloon rupture is not recorded. The fractured distal part of the delivery system is visible. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. To detect irregularities in the balloon surface we carry out various quality inspections during production (in-process inspections / final inspections) as well as batch release inspections (random sampling). In addition to visual inspections and profile measurements, each instrument is tested for air tightness by means of a helium leak test. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. We can therefore confirm that the instrument was manufactured according to specifications and delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing related root cause could be identified. The damage of the balloon surface followed by the device fracture during withdrawal is most likely related to the severe calcified lesion and excessive tortuosity.